Manufacturer narrative:
Additional information: according to the currently available information, it appears that the active electrode was partially out of the cochlea. During a revision surgery, the active electrode has been reportedly reinserted fully into the cochlea. The concerned device remains implanted and likely in use. This is a final report.

Event description:
Since implantation the patient does not show any response to sound and made no progress. An x-rays showed part of the electrode array to be out of the cochlea.

Event description:
Since implantation the patient does not show any response to sound. No progress.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.